Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned computer; it failed bench testing. The application failed to load and there were error messages confirming application crash. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The replaced computer was returned to the manufacturer, however evaluation of the returned component was not complete at the time of this report. A follow up report will be submitted when evaluation is complete. Concomitant medical products: other relevant device(s) are: product ID: bi30000554, serial/lot #: (B)(4). A manufacturer representative went to the site to test the system. Testing revealed that the ias computer app would not come up. The computer was replaced and the system then passed the system checkout and was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) regarding a device being used outside a procedure. It was reported that when turning on the system to preform calibrations the ias pendant showed "booting please wait" for over 30 minutes. The site was unable to get the ias to boot. Mvs booted without issue. There was no patient harm or reported as a result of the event.